Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips that the device had an light emitting diode (led) alarm, but the led was working. The device was reported as being in clinical use at the time of the event. The caller stated the device was swapped out for another, and there was no report of patient or use harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer that per the service manual, if the led light is working, suspect the power management board (pm pcba). Part information was provided to the customer for the replacement part. The customer returned a call to the rse on 17-aug-2020 and stated that the power management board (pm pcba) was replaced, which resolved the issue.